Event description:
The caller reported that the customer was hospitalized with a low blood glucose of 24 mg/dl. The caller stated that the customer had just started insulin pump therapy, and had changed the infusion set for the first time on her own. The caller was asking for someone to go to the customer's home for additional training. The caller and customer felt that the customer did everything correctly. Advised the caller that the local representative would be contacted. No troubleshooting was conducted as the caller did not have the insulin pump with her at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.